Event description:
The pump was returned for investigation. Investigation revealed unresponsive keypad buttons and contamination under the key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the up arrow and contrast keypad buttons required multiple hard presses to elicit a response; the down arrow and ok keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. The keypad was found to be fully intact; no peeling or damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.